Event description:
It was reported that the patient experienced ineffective therapy after several falls. Imaging confirmed bilateral lead migration. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.